Event description:
In 2009, the pt reported he is seeing champagne/soda sized air bubbles in the insulin cartridge of his insulin device. He stated there are no air bubbles when he inserts the cartridge, but they will appear several hours after the cartridge is in use. He changed his device adapter and infusion set yesterday. He stated he was using cold insulin to fill his cartridge and using cold insulin when inserting the cartridge but is now trying to use room temperature insulin. He said he now allows the cartridge to sit for about 30 minutes before using them. He was advised this may not be enough time to allow the cartridges to warm to room temperature. The pt stated he currently sees air bubbles in the cartridge. He was instructed to disconnect from his infusion headset, tap the cartridge to bring the air bubbles to the top, and prime out the air bubbles. He successfully did so. The pt stated the air bubbles have resulted in elevated blood glucose readings of around 300 mg/dl. His target range is 80-130 mg/dl. He treats his readings by bolusing 18-20 units of insulin. A request for add'l training was submitted. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.